Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an architect magnesium result of >7.5 mg/dl was questioned by a physician for an emergency room patient. The result was not verified prior to reporting. After the result was questioned, the sample was retested and the result was 2.1 mg/dl twice. The customer's normal range is 1.6 - 2.6 mg/dl. A corrected report was issued. No adverse impact to patient management was reported.

Manufacturer narrative:
The ticket states the quality control (qc) results for magnesium were in range. Precision testing was performed on the magnesium assay and the results were in range. A search by product lot for other tickets similar to this issue found no other complaints for magnesium lot 41651un18. Review of patient data in the field shows the magnesium patient population result medians are similar across multiple customers, instruments, and reagent lots. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.